Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty in (B)(6) of 2000. Subsequently, it is alleged that the patient experienced popping, clicking and thigh pain and a revision procedure was performed on (B)(6), 2002. Follow up attempts to obtain additional information confirmed the revision procedure was performed due to loosening of the femoral stem. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty in (B)(6) 2000. Subsequently, it is alleged that the patient experienced popping, clicking and thigh pain and a revision procedure was performed on (B)(6) 2002. Follow up attempts to obtain additional information confirmed the revision procedure was performed due to loosening of the femoral stem. Additional information received in patient medical records indicates that the initial procedure occurred on (B)(6) 2000. Additional information received in medical records indicates the revision procedure that took place on (B)(6) 2002 was due to femoral stem loosening and debris. The operative notes confirm that the modular head and femoral stem were removed and replaced. Legal counsel for patient reports patient allegations of elevated cocr levels, tissue/bone destruction and pain. There has been no reported additional revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow up report is being filed to relay new patient information, event date, and initial reporter information. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 5 mdrs filed for the same person (reference 1825034-2012-00131, 01780 & 2013-04169 / 04171).

Event description:
Patient reported to have undergone total hip arthroplasty procedure in 2000. Subsequently, the patient experienced popping, clicking and thigh pain and a revision procedure was performed on an unknown date. Follow up attempts to obtain additional information confirmed the revision procedure was performed due to loosening of the femoral stem. No further information has been provided to date.

Manufacturer narrative:
Product identification was received and was updated accordingly. Information received was limited to part number only; the lot number identification necessary to review manufacturing history was not provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Follow up attempts to obtain additional information yielded minimal information. Date of revision is unknown. The product identification necessary to obtain expiry date was not provided. Implanted in 2000, exact date unknown. Date of revision is unknown. The product identification necessary to review manufacturing history was not provided.